Manufacturer narrative:
Device analysis report attached. This report is submitted on july 11, 2023.

Manufacturer narrative:
This report is submitted on may 30, 2023.

Event description:
Per the clinic, the patient experienced purulent (infection) fluid (treatment unknown) and wound breakdown. The device was explanted on (B)(6) 2023. There are plans to re-implant the patient.